Event description:
A customer reported experiencing intermittent occlusion alarms. There were multiple previous occlusion events, and in each instance, the customer took the same corrective actions. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin delivery.